Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted 300-400mg/dl. It was indicated that the customer would administer a manual injection to stabilize high blood glucose level. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
.